Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Technical support directed the user to disconnect the sdi cables and reconnect between the monitor and the cv-190. After performing the actions, the end user reported the problem was resolved. A cause could not be determined for the reported problem.

Event description:
A user facility reported to olympus that they were getting a "master hd-sdi in no sync" message. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that it's likely that the cv-190's sdi output led to symptoms that were labeled as unsynchronized due to improper handling (e.g., not powered on the server, not properly connected to the monitor cable).